Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ngage nitinol stone extractor basket would not close completely as intended. Hence, the product failed to enter in the scope. No unintended section of the device remained inside the patient¿s body. There were no reported adverse patient consequences. The product was returned for investigation.

Manufacturer narrative:
A review of the complaint history, device history, IFU, and specifications were completed. Visual inspection of the returned device along with functional testing was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record showed one nonconformance, which was not related to the reported failure. There was one other reported complaint for this lot number, which was for foreign matter, loose. The device is shipped with an instruction for use (IFU) that describes the intended use. A functional test showed that the product did not function as intended - the basket would only partially close. Visual examination revealed a severe kink at the base of the support sheath. It was noted that the basket sheath is partially separated at the support sheath. A definitive root cause could not be determined. Measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. .